Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient got urgency to void 9 time but only seven times he had an output. Patient had been constipated. It was noted that adjustments were made on the day of the report. There were no further complications that have been reported as a result of this event.